Event description:
It was reported that a patient experienced peritonitis and later died coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient developed peritonitis while in the intensive care unit for an unrelated condition. It was not reported if the peritonitis event prolonged the patient's stay in the intensive care unit. Treatment information was not reported. The patient¿s catheter was removed and the patient was transferred to hemodialysis. Later that month, the patient died with septic symptoms. The cause of death was not reported. At the time of death, the patient had not yet recovered from the peritonitis event. Additional information was not available at this time.

Manufacturer narrative:
(B)(4). The patient died on an unspecified date at the end of (B)(6) 2015. The patient was reported to have developed peritonitis on an unspecified date in the middle of (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.